Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting that their orthopat machine had experienced a hardware failure. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2009 reporting that their orthopat machine had experienced a hardware failure. No injury or reaction was reported. Evaluation confirmed the machine experienced a major blood spill. The spill damaged the power supply and other components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).